Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black dots were found inside 2 bd plastipak¿ luer-lok¿ syringes after preparing and filling them with propfol. The following information was provided by the initial reporter, translated from (B)(6): "when using 2 different preparation batches, there are black dots in a milky oily solution (propofol!!!). In 1 syringe the black dot floats, in the other syringe they are stuck to the inside of the syringe (top)" "the propofol was drawn up with a needle from a vial with a gray rubber stopper. No black parts were used in the entire process." "At what point of process have the black dots been noticed (prior processing of the syringe or within finished product)? In the finished product when inspected in the pharmacy. Were any black dots noticed during incoming inspection prior to processing? The black dots were noted in the finished product. In 1 syringe it floats loose in the liquid, in the other syringe a few dots are stuck inside the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black dots were found inside 2 bd plastipak¿ luer-lok¿ syringes after preparing and filling them with propfol. The following information was provided by the initial reporter, translated from (B)(6): "when using 2 different preparation batches, there are black dots in a milky oily solution (propofol!!!). In 1 syringe the black dot floats, in the other syringe they are stuck to the inside of the syringe (top)" "the propofol was drawn up with a needle from a vial with a gray rubber stopper. No black parts were used in the entire process." "At what point of process have the black dots been noticed (prior processing of the syringe or within finished product)? In the finished product when inspected in the pharmacy. Were any black dots noticed during incoming inspection prior to processing? The black dots were noted in the finished product. In 1 syringe it floats loose in the liquid, in the other syringe a few dots are stuck inside the syringe."

Event description:
It was reported that black dots were found inside 2 bd plastipak¿ luer-lok¿ syringes after preparing and filling them with propfol. The following information was provided by the initial reporter, translated from dutch: "when using 2 different preparation batches, there are black dots in a milky oily solution (propofol!!!). In 1 syringe the black dot floats, in the other syringe they are stuck to the inside of the syringe (top)" "the propofol was drawn up with a needle from a vial with a gray rubber stopper. No black parts were used in the entire process." "At what point of process have the black dots been noticed (prior processing of the syringe or within finished product)? In the finished product when inspected in the pharmacy. Were any black dots noticed during incoming inspection prior to processing? The black dots were noted in the finished product. In 1 syringe it floats loose in the liquid, in the other syringe a few dots are stuck inside the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-jan-31. H6: investigation summary two samples and multiple photos were provided for investigation. Through visual inspection, black particles were observed to be embedded within one syringe, no foreign matter or other contamination was noted within the second syringe provided. A device history review was performed for reported lot 2005356, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue.